Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. (The cause of the peritonitis event was previously reported as unknown) the patient was treated with intraperitoneal cefazolin (1000mg, daily for fourteen days). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the event. Treatment for the event was not reported. The patient was discharged one day after admission. It was unknown if the patient recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.